Event description:
It was reported that the user experienced difficulty attaching the connector, which would not lock when a filled cartridge was installed; removal of the cartridge allowed the connector to lock, and replacing the cartridge resolved the issue, enabling completion of the supply change. Customer care provided support that included troubleshooting and user education to remove the suspected overfilled cartridge, test connector function and install a new cartridge. Investigation of this case revealed that the connector functioned as expected and that an overfilled cartridge likely prevented proper engagement of the connector. Symptoms included no reported adverse clinical effects. Outcomes included successful continuation of therapy without medical intervention. It was concluded, based on previously established findings for similar reports, that user technique related to cartridge fill volume caused the event.